Event description:
It was reported that this brady lead was a case of an attempted implant due to the brady lead was too short to reach to the left side as there was a presence of occlusion. The system implant was rescheduled for reintervention. Pocket infection is risk for 9 percent. This brady lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the impact codes (f10) in section f and impact codes (h6) in section h.

Event description:
It was reported that this brady lead was a case of an attempted implant due to the brayd lead was too short to reach to the left side as there was a presence of occlusion. The system implant was rescheduled for reintervention. Pocket infection is risk for 9 percent. This brady lead was replaced and never in service. No adverse patient effects were reported.